Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on(B)(6) 2026 and barbed suture was used. It was reported that during robotic hernia case, ct2 needle popped off barbed suture when tech was removing through the trocar. Needle fell back into patient abdominal cavity and was lost. Surgeon says he searched for about 10 minutes before they called in for xray. They were able to locate the needle and remove from patient. The tech feels the swage was not secure enough, as he said it happened once before last week. 2 lot #s provided, unsure of which one was used. Procedure was delayed by 10 minutes. No adverse effect to the patient. Devices are available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/9/2026. H6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: lot 10arbd lot 106r5b. A manufacturing record evaluation was performed for the finished device 10arbd / sxpp1a446 batch number, and no non-conformances were identified. Expiration date: aug/31/2027 date of mfg.: sep/04/2025. A manufacturing record evaluation was performed for the finished device 106r5b / sxpp1a446 batch number, and no non-conformances were identified. Expiration date: jan/31/2027 date of mfg.: feb/28/2025. Additional information was requested, the following was obtained: -what is the current status of the patients? Patient is doing well - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No - which tissue was being sutured when the event occurred? No tissue was being sutured at the time of event, suturing had been completed, and it was upon removal from the abdominal cavity through the trocar. Surgeon believes the tech may have removed the needle ¿too quickly.¿ - was additional dissection required in other organs/tissues other than the target tissue? No - was there any change in the patient¿s post operative care due to the prolonged procedure?no - please provide the source or name of person providing answers to follow-up questions: dr. (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code sxpp1a446, lot 10arbd. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.